Manufacturer narrative:
Note: product reference 4435140 is not cleared for sales in the USA, but it is similar to product reference 5010028 cleared under #510k152765. The investigation onto this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
"The filter cannot be oepned after implantation. After many attempts we successfully retrieved the device without any known harm to the patient. We are continuing to closely watch a,d monitor this patient."

Manufacturer narrative:
Batch history review: we have checked the manufacturing file of batch nr36962338 which complies with our specifications and does not present any discrepancy. No other similar complaint was reported to us on this batch of vena cava filters released in may 2020. Investigation results: we received for investigation the explanted convertible vena cava filter. The received vena cava filter is flattened, cut, its legs are strongly distorted. These damages most probably result from the filter's explantation procedure. Examination under magnifier and quality checking: the diameter of the wires, the crimping of the hooks and the welding of the feet were inspected. No manufacturing defect was noted. There are compliant with our specifications. The examination of the filter's hooks allows us to see that 2 hooks are no longer aligned with the filter wire. They are opened, distorted. We cannot define if this distortion was done during filter withdrawal procedure or if it was done during insertion inside the sheath during implantation procedure. Conclusion the examination of the received device allows us to say that the filter presents no manufacturing defect. The filter non-opening after release is a known defect of the vena cava filter implantation. It could have different root causes. In this case, without the introducer system nor the x-ray picture, it is impossible to conclude on the real root cause. The complaint rate for cinvertible filter non-opening and migration is low. No corrective action is envisaged for the moment.

Event description:
"The filter cannot be opened after implantation. After many attempts we successfully retrieved the device without any known harm to the patient. We are continuing to closely watch a,d monitor this patient."